Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open mastectomy and sentinel node biopsy, there were issues experienced with the loading or firing of the clips. The clip did not fire correctly. New clip applier was used to complete the procedure. There was no patient injury.